Event description:
Related manufacturer reference number: 3006705815-2022-18231. It was reported the patient experienced ineffective therapy. X-ray confirmed lead migration. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection revealed that the lead was missing channel 1 terminal end lead electrode. The missing terminal end electrode was stuck in the ipg header channel block 1. The lead was tested and passed all testing for channels 2 to 8.